Event description:
As reported, after re-entry into the lumen with a 120cm outback elite re-entry catheter, it was not possible to retract the needle inside of the catheter. There was no reported injury to the patient. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18086810 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, g3, g4, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, after re-entry into the lumen with a 120cm outback elite re-entry catheter, it was not possible to retract the needle inside of the catheter. There was no reported injury to the patient. Multiple attempts to obtain additional information were made without success. A non-sterile unit of an ¿outback elite 120cm re-entry¿ product was received. During the visual inspection, a kinked/bent condition was observed on the distal tip. The cannula of the device was fully deployed. Also, a curved condition on the shaft was noticed. No other damages or anomalies were observed on the returned device. Note: the outback elite catheters are packaged with the cannula deployed. Per functional analysis, the handle slider was actuated to retract the needle/cannula back, but it did not retract as expected. The slide functionally was tested by actuating it back and forward and no anomalies were observed; however, the needle/cannula remained deployed. The returned device was analyzed using an x ray-machine, focusing at the area of the curve on the shaft. The resulting images showed a separation of the cannula located at 15.5 cm from the distal end of the unit. Per the scanning electron microscope (sem) analysis, the results showed that the separated area of the cannula of the outback elite 120 cm re-entry unit presented evidence of striation patterns all over the separation border surface in the separated section of the marker band from the needle/cannula polymeric and metallic section. The striation patterns are commonly associated with an elongation behavior when materials are exposed to excessive stress where the resistance properties are overloaded. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 18086810 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿cannula/needle retraction difficulty unable to¿ was confirmed through analysis of the returned device. Additionally, a ¿cannula/needle fractured/separated¿ condition and kinked/bent condition of the distal tip were noted during analysis. However, the exact cause of the conditions could not be conclusively determined. Based on the limited information available for review and the product analysis, procedural/handling factors likely contributed to the kinked/bent distal tip, fractured/separated cannula/needle, and the subsequent inability to retract the cannula/needle as evidenced by the striation patterns all over the separation border surface in the separated section of the marker band from the needle/cannula polymeric and metallic section found during sem analysis. The striation patterns are commonly associated with an elongation behavior when materials are exposed to excessive stress where the resistance properties are overloaded. Therefore, it is likely that the cannula material was induced to a tensile force that exceeded the cannula¿s material yield strength prior to the separation. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the products labeling with the intent to make the user aware of the risks. The IFU cautions, ¿excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked.¿ as stated in the IFU, ¿ensure proper function of the outback elite re-entry catheter by 1) retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and 2) rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops.¿ the IFU also states, ¿depress handle deployment slide release button and incrementally advance the slide, as appropriate, to extend the cannula tip from the outback elite re-entry catheter lateral port and position it at the vascular target site. Maintain gentle forward pressure on the outback elite re-entry catheter shaft at the sheath. If resistance is felt during deployment, do not apply unnecessary forward push on the outback elite re-entry catheter. It may result in damage to the cannula tip and or separation of the cannula tip. Advance the guide wire through the cannula tip to position it as desired at the vascular target site.¿ neither the product analysis nor the phr review suggests that the failures experienced by the customer could be related to the design or manufacturing process of the unit. Controls are in place to verify the device conditions, and all were found to be accepted. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after re-entry into the lumen with a 120cm outback elite re-entry catheter, it was not possible to retract the needle inside of the catheter. There was no reported injury to the patient. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: product evaluation on (B)(6) 2022 revealed a separation of the cannula.